Event description:
The surgeon implanted a silicone lens with model aa4203tf. The lens was damaged during implantation and was left implanted with no patient injury. It is unknown if the device malfunctioned.